Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: (B)(4). Investigation summary: one used primary set, model 2420-0007 lot 20083395, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's lower fitment was disconnected from the tubing. No other defects were observed. No leakage testing was conducted due to the obvious separation. A device history record review for model 2420-0007 lot number 20083395 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: the customer's complaint that the IV tubing was leaking was verified. Root cause description: visual inspection under magnification was performed on the separated tubing. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. Dimensional measurement confirmed the tubing to be within specification. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 2ss cv tubing leaked. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "event 2: material #: 2420-0007. Batch/ lot #: 20083395. It was reported that the IV tubing was leaking. Verbatim: there were 3 different leaking tubing incidents last week from different units".